Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cannulated 4.0mm hexagonal screwdriver is not functioning. Unsure if it was during inspection of equipment or during sterilization. Synthes engineer discovered the tip of the screwdriver is missing material all the way around the cannulated distal tip. One to three millimeters of the tip is broken off. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The distal cannulated tip is fractured around the circumference, missing 1-3 mm in depth, the remainder of the device is in good condition. The complaint event was likely due to over torqueing of the screwdriver. The design of the device has been improved to twist rather than break when subjected to excessive torque. The current design was determined to be suitable for its intended use when used and maintained as recommended.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that it was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.